Manufacturer narrative:
E1: patient city: (B)(6) patient country:canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced an infusion set tubing detachment event on (B)(6)2025 while the patient was doing daily activities. Also, the detachment was in the clip. The site was abdomen and pump was on top of jeans. The infusion set was used for a couple of hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005783. In question was manufactured at the osted site. Device history record (DHR) review: the 6005783 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 13-mar-2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.